Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead, right ventricular (rv) lead, and previously capped and abandoned ra lead were explanted for unspecified product performance issues. It was noted that the newer of the two ra leads had exhibited high pacing threshold measurements. This chronic ra lead had previously exhibited noise, oversensing, and a decrease in pacing impedance measurements. The leads were successfully replaced. No additional adverse patient effects were reported.